Manufacturer narrative:
The investigation is currently under way.

Event description:
It was reported to gore by the FDA that the core suture passer tip broke off during a laparoscopic gallbladder surgery. It is unclear if the tip remains in the patient or not based on information supplied in the report. Gore has made the decision to report this incident because it is seen as a potential injury to the patient.